Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified and ready to use. Isi has not received the iesu for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, error c-34 occurred on the integrated electrosurgical generator unit (iesu). The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the live logs and noted that the error was pointing to a high frequency (hf) voltage low issue. The tse confirmed with the customer that there was no source of magnetic interference, and the iesu was connected to a dedicated alternating current (ac) outlet. The tse guided the customer to disconnect the power cord from the iesu, wait 1 minute, and then restart the iesu. However, the iesu powered back on with errors c-00, c06 and c-30. The tse recommended using an external generator to continue with the case. The procedure was completing as planned with an external generator with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The integrated electrosurgical unit (iesu) was analyzed. The reported failure (c-34 error) was confirmed and reproduced.

Event description:
Refer to h10/h11 for follow-up information.